Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced multiple red heart alarms when switching to battery power while at home. The pt went into the clinic, and when the vad coordinator was assessing what happened, he found that three "pump stop" alarms had occurred. During further eval, the vad coordinator found that the battery clip was loose and twisting. The battery clips were replaced without incident, and the pt returned home. No further issues were reported.

Manufacturer narrative:
The pt remains ongoing and no further issues were reported. The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Multiple.